Manufacturer narrative:
The product was returned to pentax medical for repair. We checked the returned unit and confirmed that the cmos-m with drive pcb shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the cmos-m with drive pcb. In addition, we confirmed that the suction channel buckled, the insertion flexible tube (ift) leak, the remote control buttons cut, and the light guide cable cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586 (image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (cloudy).